Event description:
It was reported that the bd¿ plastipak syringe stopper is defective. The following information was provided by the initial reporter: the material has a defect in the stopper, inside the plunger.

Manufacturer narrative:
H6: investigation summary: photo received for investigation. Upon visual inspection, the defect of stopper jammed was confirmed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is associated with the assembly process. The upper guides were adjusted, and follow-up was carried out. After that, the plunger positioner spring was changed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
The date received by manufacturer has been used for this field. Initial reporter address : (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd¿ plastipak syringe stopper is defective. The following information was provided by the initial reporter: the material has a defect in the stopper, inside the plunger.

Manufacturer narrative:
H6: investigation summary update photo and sample received for investigation. Upon visual inspection, the defect of stopper jammed was confirmed. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Possible root cause is associated with the assembly process. The upper guides were adjusted, and follow-up was carried out. After that, the plunger positioner spring was changed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd¿ plastipak syringe stopper is defective. The following information was provided by the initial reporter: the material has a defect in the stopper, inside the plunger.